Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-16496. It was reported the patient experienced ineffective stimulation and discomfort due to the leads migrating. Surgical intervention my take place at later date.

Event description:
Additional information received indicates the leads were repositioned on (B)(6)2022 to address the issue. Ipg was electively replaced.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.